Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
1 reported false negative sars result for 1 symptomatic patient. The customer communicated the result was confirmed positive by retesting with sofia and by another rapid antigen assay. The customer realized after the fact that a strep a+ swab was used by accident.